Manufacturer narrative:
A third party service organization performed an evaluation of the device. A visual examination found a screw body creating an intermittent shorting condition on an internal pcb. The head of the screw was no longer present. The screw body was removed and the device functioned normally.

Event description:
It was reported that: during use on a patient, the ventilator was bumped slightly, was observed to reboot, then posted a continuous alarm and stopped ventilating. The pt was transferred to another device. No patient injury.